Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing threshold. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient status was unknown.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete leas was returned in one piece. Visual inspection and electrical testing of the lead did no find any anomalies.